Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# 717579.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+1.5/076 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault.the problem is resolved. The cause of the event is reported as unknown.